Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the attempted implant of a lead, the patient experienced difficulty breathing and a significant decrease in systolic pressure. This resulted in rescue measures being taken which contaminated the lead. The first lead was removed. Two more lead implants were attempted, which resulted in the patient systolic pressure dropping again and the need for rescue measures. The second and third leads were explanted. When the patient condition stabilized, a successful implant took place and the leads were replaced. No further patient complications have been reported as a result of this event.